Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The certas valve (ID 828804) was returned for evaluation. Failure analysis - the small part of the distal catheter was received. It was not possible to perform any tests and evaluate if the catheter was occluded because of the small size of the returned part. The complaint was unconfirmed. Root cause analysis -the ¿obstruction¿ issue reported by the customer could be due to biological debris occluding the catheter or a kink in the catheter. However, it was not possible to determine the root cause of the issue as the returned piece of catheter was too small to perform any relevant tests.

Event description:
N/a.

Event description:
A physician reported a certas valve (ID 828804) and a peritoneal catheter (ID 823045) were implanted via lumbar peritoneal (lp) shunt on unknown date with setting 3. After developing intraventricular hemorrhage, suspicion of shunt dysfunction was observed. A magnetic resonance imaging (MRI) confirmed that the patient had developed ventricular dilatation. The setting was changed to 1: it was possible to flush the device by pumping. The patient was doing well soon after the alteration of the setting, but the patient's condition worsened within a week after that. Therefore, the catheter and the valve were removed and replaced on (B)(6) 2025.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.